Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient experienced an allergic reaction to the dye from the cardiomems implant procedure. Patient had a rash and shortness of breath. Prednisone, benadryl, solumedrol, pepcid, and atarax were administered and a nebulizer was given for shortness of breath. Patient was held for observation for a total of 25hrs. Patient was discharged home on a steroid dose pack.